Manufacturer narrative:
The device referenced in this reported event was returned to olympus for evaluation. The evaluation did not duplicate the user's report of a complete loss of image. The image was found to operate appropriately, and successfully completed standard tests and processes. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, a total loss of image was experienced. The users reportedly attempted to utilize a different, but similar video processor, xenon light source, and endoscope but could not produce an image. The users aborted and rescheduled the procedure. There was no patient injury reported. Following the procedure, the user facility reported that some of the staff investigated the phenomenon and isolated the difficulty to the subject device of this report. The users reported that the second video processor, xenon light source and endoscope did not malfunction, but had rather been set up incorrectly. The patient was reported to be fine, and did not suffer any injury.